Event description:
A healthcare facility in the united kingdom reported via a fisher & paykel healthcare (f&p) field representative that the z41002 autofeed chamber as part of the 950a81 adult ventilator dual heated circuit kit (with filter) was found to have overfilled above the maximum water level line during patient use. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). Corrections: section d1: brand name updated to fisher & paykel healthcare. Section d2: common device name updated to breathing circuit. Section d4: serial# intentionally left blank as the information is not applicable to this product. Expiration date and UDI updated. Section g4, PMA/510(k) number: the 950a81 adult ventilator dual heated circuit kit (with filter) is not sold in the united states of america (USA) but instead a similar product, 950a81j adult ventilator dual heated circuit kit (with filter) is sold in the USA. Therefore, the 510(k) number for 950a81j adult ventilator dual heated circuit kit (with filter) has been used under the section g4. Method: the complaint z41002 autofeed chamber as part of the 950a81 adult ventilator dual heated circuit kit was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information provided by the healthcare facility, previous investigations of similar complaints, and our knowledge of the product. Results: the healthcare facility reported that the subject z41002 autofeed chamber as part of the 950a81 adult ventilator dual heated circuit kit had overfilled with water above the black fill line. A review of the device log files confirmed that multiple 'water out' error codes were activated, and confirmed to be false activation of the error code. The reported fault could not be confirmed. Conclusion: without the return of the complaint device, we are unable to conclusively determine the exact cause of the reported event. Every z41002 chamber complete autofeed 900 is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject chamber would have met the required specification at the time of production. Our user instructions that accompany the z41002 chamber complete autofeed 900 state the following: - "do not clean or sterilize this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." - "do not use the chamber if it has been visibly damaged or dropped." - "set appropriate ventilator or flow source alarms to monitor therapy delivery." - "perform a pressure and leak test on the breathing system before connecting to a patient." - "use usp sterile water for irrigation, or equivalent. Adding other substances may have adverse effects."

Manufacturer narrative:
(B)(4). Section g4, PMA/510(k) number: the 950a81 adult ventilator dual heated circuit kit (with filter) is not sold in the united states of america (USA) but instead a similar product, 950a81j adult ventilator dual heated circuit kit (with filter) is sold in the USA. Therefore, the 510(k) number for 950a81j adult ventilator dual heated circuit kit (with filter) has been used under the section g4. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in the united kingdom reported via a fisher & paykel healthcare (f&p) field representative that the z41002 autofeed chamber as part of the 950a81 adult ventilator dual heated circuit kit (with filter) was found to have overfilled above the maximum water level line during patient use. There were no reported patient consequences.